Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found the outer helix was not within specification which is consistent with occurring due to procedure related damage. No further anomalies were detected.

Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. Following mapping, it was noted that the helix of the lp had become stretched. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
Correction: h11 - previous report narrative should have read "the reported event of stretched helix was confirmed. Final analysis found the outer helix was not within specification which is consistent with occurring due to procedure related damage. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities."